Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the trocar was installed to the patient without incident, but at the time the stapler entered the trocar membrane, the seal ruptured and began to leak carbon dioxide. Another product was used to resolve the issue. There was no patient injury.